Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan received the meter involved with the complaint on (B)(4) 2012; however, investigation is not completed at this time. A supplemental report will be submitted once investigation is completed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging that the meter was reading inaccurately high compared to a lab device. The reporter did not provide specific results; however, it was noted that the difference between the results was 10-20%. This complaint was initially not reportable since the difference meets lifescan's accuracy criteria. There was also no patient impact associate with this complaint. On (B)(6) 2012, lifescan completed device evaluation with the test strips involved with the complaint. Investigation did not confirm the alleged complaint; however, a secondary issue occurred during testing. The test meter displayed the "apply sample" message with the returned test strips even though the sample was already applied to the test strip. This complaint is being reported due to the secondary issue found during lifescan's investigations.